Event description:
It was reported that sometime after the pt was transferred from the or to post-op surgical care, the sideport became disconnected from the sheath. The sheath was reconnected after the pt had a decrease in oxygen saturation, but then returned to baseline. Sometime later, the sideport disconnected again and the nurse reconnected it, but the pt required resuscitation. The pt was then transferred to the ICU. There were no additional reported pt complications.